Event description:
During a right colon resection with laparoscopic assistance converted to open procedure with ileal transverse colostomy, the surgeon writes, 'a segment of distal ileum proximal to the seromuscular tear was selected and divided with a gia(gastrointestinal anastomosis) stapler. Unfortunately, only minimal partial staple line fired and there was some egress of small bowel fluid. 2 loads of the ta (thoracic abdomina) were used to close the proximal and distal ends.'